Event description:
It was reported that the system boot up with a control panel error. This error causes the system to immediately shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep rep performed an on site investigation. The batteries were replaced during the service call. The system was found to be working as intended and put back into service.